Event description:
The manufacturer received information alleging an internal flow sensor failure occurred on a trilogy ev300. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 was sent to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices internal flow sensor failed due to environmental debris. An error code indicating the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the devices event log. On internal inspection, debris was detected in the fio2 tubing, side outlet panel, oxygen blending module assembly, and the flow sensors on the system board. The technician determined fco is required and will replace those parts under fco86600073a. In conclusion, the device'sfio2 tubing, side outlet panel, oxygen blending module assembly, and the flow sensors on the system board were replaced to address the issue. Additionally, the customer declined further repairs therefore no further parts were ordered, or verification tests done. Ev300 will be returned as is. The technician determined the system meets the specification for the performed service and is returned to use. The suspected trilogy ev300 system board, outlet side panel and oxygen blending module subassembly were sent to the philips product investigation lab for further investigation for the failure of contamination and it was determined that the components cannot be further investigated to determine a root cause. No further evaluation activities are required at this time.